Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the screen of the insulin pump just went blank. The customer reported that the insulin pump did not alarm the customer of any possible alarms. The customer reported that they installed a new battery and the insulin pump had been working fine ever since. The customer declined to troubleshoot. No additional information was provided.